Manufacturer narrative:
During testing, the device alarmed with an s321 (motor error - pmc, left) malfunction alarm code. The probably cause of the s321 malfunction alarm code was a broken motor. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to service ctr for an unk reason. The customer contact could not provide additional info. However, during verification testing at the service ctr, the device alarmed with an s321 (motor error - pmc, left) malfunction alarm code.